Event description:
(B) (4). As reported to coloplast, a patient experienced moderate, right upper thigh/groin pain since surgery. An MRI completed (B) (6) 2009 showed ultramuscular hematoma involving pectineus encased between the belly of the pectineus & the adjacent iliopsoas to the head of the right femur. The patient was placed on lyrica and oxycodone for pain and was unable to return to work. The patient underwent revision of sling on (B) (6) 2009, due to pain. The sling was trimmed and anchored. The patient was seen (B) (6) 2009 with improvement in symptoms. The patient continues on pain medications although weaning. The device remains implanted to date. Follow-up #1: on 02/03/2010, additional information was received that the patient underwent explant of virtue sling and placement of artificial urethral sphincter on (B) (6) 2010 due to continued right groin pain. Resolution of groin pain pending post-op visit.

Manufacturer narrative:
Initial report: the device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted and because coloplast's examination may not conclusively confirm or disprove the report of pain, coloplast accepts the physician's observation of pain as the reason for the medical intervention. Follow-up #1: on 02/03/2010, additional information was received that the patient underwent explant of virtue sling and placement of artificial urethral sphincter on (B) (6) 2010 due to continued right groin pain. Resolution of groin pain pending post-op visit. The device was not available for evaluation. Device not returned.

Event description:
As reported to coloplast, a patient experienced moderate, right upper thigh/groin pain since surgery. An MRI completed in 2009, showed ultramuscular hematoma involving pectineus encased between the belly of the pectrieus & the adjacent iliopsas to the head of the right femur. The patient was placed on lyrica and oxycodone for pain and was unable to return to work. The patient underwent revision of sling two months later, due to pain. The sling was trimmed and anchored. The patient was seen nine days later, with improvement in symptoms. The patient continues on pain medications although weaning. The device remains implanted to date.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted and because coloplast's examination may not conclusively confirm or disprove the report of pain, coloplast accepts the physician's observation of pain as the reason for the medical intervention. Device still implanted - not returned